Event description:
It was reported that during an acl reconstruction procedure using the bilok 25mm driver, the tip of the driver broke off inside the bilok screw, while screwing into the bone. The surgeon abandoned the broken driver tip inside the patient, as it was lodged in the tip of the already functioning screw, blocking the insertion space for another driver. There was no significant delay or additional patient complications reported as a result of this event.